Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there were no reports of fragments falling into the patient when the instrument was last used.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing that the 8mm force bipolar instrument was found to have a loose and broken forcep. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip at the grip base. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.